Event description:
In 2001 the pt had a right knee arthroscopy for a meniscal repair and "an implant failed and caused serious physical injuries." No details regarding the injuries or how the device failed. No catalog or lot # provided. Only information was the name of the device - "biostinger meniscal fixation system."